Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, (B)(4) pertain to product ID: neu_unknown_lead, serial# unknown, product type: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced the lead puncturing through their stomach. It was noted that the patient was non-compliant. No further complications were reported/anticipated.